Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
A pt was treated for stroke using the penumbra system. During a 24 hr post-treatment imaging, a subarachnoid hemorrhage was revealed. This event was reported by the site as having an uncertain relationship to the penumbra system and a definite relationship to the angiographic procedure. The event was not considered serious and was resolved. When asked about the uncertain relationship to the penumbra system, the physician responded that "there was only a tiny amount of subarachnoid hemorrhage on the imaging which was not likely to have produced any negative clinical sequelae. Given its presence at 24 hrs, it was most likely related to microvascular injury that occurred during the procedure. However, since there was no active contrast extravasation during the procedure, it's unclear which of the several devices used actually produced the injury. Hence, we entered the 'relationship to angiographic procedure' as definite, but the 'relationship to the study device' as uncertain.